Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and bent nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware (B)(6) 2017 that a sign pediatric fin nail implanted to repair a fracture was exchanged due to a non-union and a bent nail. The bent pediatric fin nail was replaced with a 8mm x 280mm standard nail per the sign technique manual.